Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker switched from ddd mode to vvi mode since the last follow-up. The physician could not determine whether the device switched in standby mode or nominal mode.

Event description:
Reportedly, the pacemaker switched from ddd mode to vvi mode since the last follow-up. The physician could not determine whether the device switched in standby mode or nominal mode.

Manufacturer narrative:
Please refer to the attached analysis report.